Event description:
Kimberly-clark received a report stating, "account noticed cuff leak in patient tube. Reintubated with new tube. After extubating found leak in the pilot line inside the ett tube. No adverse effects for patient ." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation. Without a lot number or the returned device, we are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.